Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that prior to a percutaneous transluminal angioplasty a shaft perforation occurred. The target lesion was located below the knee. As the physician inserted a guidewire into the ranger lumen he noted that the wire came out of the shaft early, close to the balloon. The balloon was not in the patient. The procedure was completed with another ranger balloon catheter. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Upn corrected from unk850 to h74939219600610. Device evaluated by manufacturer - the returned product consisted of a ranger drug coated balloon (dcb). The ranger balloon was stapled to a plastic pouch as received causing the balloon to be torn with a hole 10mm and 14mm from the proximal end of the balloon. There was a hole with a scratch in the shaft 9cm from the proximal balloon weld. The hole in the shaft appears to have been due to the proximal end of a guidewire puncturing through the shaft. There were numerous kinks throughout the catheter. The inner shaft was separated at the tack weld and was buckled distal of the proximal markerband. There was no evidence that the observed damage was due to any manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that prior to a percutaneous transluminal angioplasty a shaft perforation occurred. The target lesion was located below the knee. As the physician inserted a guidewire into the ranger lumen he noted that the wire came out of the shaft early, close to the balloon. The balloon was not in the patient. The procedure was completed with another ranger balloon catheter. No patient complications were reported and the patient status is stable.